Manufacturer narrative:
(B)(4). The event/therapy occurred on an unspecified date sometime between (B)(6), 2017 and (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets were missing caps. This issue was identified prior to use with patient involvement. There was no visible damage to the product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.